Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that setscrew would not engage lead during procedure. Attempted backing setscrew out and re-engaging. Replaced with different battery. Device not implanted and will be returned. The issue was resolved at the time of the report. No additional surgical intervention. Additional information was received from a manufacturer representative (rep). The rep reported that they attempted to use the ins, but were unable to engage setscrew to lead. The ins was unable to be used because it wouldn't tighten. It was noted that the patient had recovered without sequela.